Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the blade fell apart as soon as removed from the package. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the tracker and outer hub became detached from the irrigating collar which would have resulted in the reported event. The components are to be bonded together with adhesive. There was a residue consistent with adhesive on the mounting surfaces. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.